Event description:
It was reported that the patient presented for the replacement of the right atrial lead due to noise. The lead was explanted. The patient was discharged. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received. H4 - device manufacture date was unavailable.